Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, there were scissored clips. It was not reported how the procedure was completed. No patient impact reported. These were all the details provided.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with the jaws yielded and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed 18 conforming clips as intended; no scissor clips were noted. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It could not be determined what may have caused the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.